Event description:
During the implantation procedure of the device involved in this MDR report, the ventricular lead could not be tightened; therefore, the device was not implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. The analysis is pending. (B) (4). (B) (6). Conclusion: the electrical characteristics of the returned device were determined to conform to established specs. As received, the connection system of the pacemaker functions as specified with a new screwdriver, in spite of the identified damages to the set-screw in each position. The damages sustained to the ventricular and atria set-screws are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 3. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity. As indicated in the physician manual supplied with the device, the physician is instructed to insert the screwdriver into the pre-inserted set-screw, prior to tightening (excerpt from section 5.5 of the reply dr (B) (4) IFU manual below).